Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the jaw condition; and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: what is meant by "the clips were loose?" Please provide more detail regarding issue. The clips were intermittently forming "good" clips that would hold on tissue and "bad" clips that would fall off the tissue. Did any clips fall into patient? Yes if so, were loose clips retrieved? Yes any change to procedure or post-op patient care? No. Was cholangiogram done on procedure? No. Which firing of the device did this event occur on? Not sure of count. What vessel or structure was the device fired on at the time of the event or was clip never fired on tissue? Cystic artery. Was there any torquing or twisting of the device present at the time of firing? None noted. Was the device fired after this incident in or out of the patient? Fired out of the patient by rep x 3 clips during product pickup.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were loose. The case was completed with another device of the same product code. There were no patient consequences reported. It was not known if a cholangiogram was used with this case. All known information was reported.